Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer¿s current blood glucose level was 409 mg/dl. Customer had a test and had to suspend the pump and did a heart test at the hospital and when returned back to use insulin pump and stated that was not getting insulin. The drive support cap appeared normal. Didn't continue troubleshooting as customer has no replacement infusion set to perform hp test. Customer was advised to monitor his high blood glucose and hopefully that the insulin delivery will resume as insulin exited the tubing during the test. The insulin pump will not be returned for analysis.